Event description:
It was reported that a user experienced recurrent postprandial high glucose and used meal announcements as corrective actions rather than for meal bolusing, after which the user ended the support call before education was completed. Symptoms included hyperglycemia. Outcomes included no reported injury, medical intervention, or hospitalization. Investigation included technical support review and user education on proper pump operation and dosing workflow. Investigation of this case revealed user technique concerns related to announcing meals to correct elevated glucose rather than following recommended correction methods. It was concluded that the event was attributable to use error related to dosing workflow and not a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.